Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that during routine maintenance, as she lifted the lid of the architect i2000 analyzer, her hand was hit by one of the reagent/sample probes. The analyzer is run on a track system and had been paused and had just gone into "ready" mode. The probe scratched the skin on the back of her right hand, which was washed afterwards. Also, a slight puncture wound occurred at the base of the middle finger. A sample of blood was taken for storage. No other medical treatment was administered or sought. There is no further information available at this time. There is no impact to patient management reported.